Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator system recently measured out-of-range at 125 ohms. The trend graph showed the increase in impedance had been gradual and steady and no right ventricular (rv) lead noise was evident. The patient was due for upcoming routine replacement of the ICD, and it was questioned whether intervention for the rv lead should also occur at that time as the patient lives in a remote area. Technical service reviewed the device data and recommended consideration of a commanded r-wave sync shock to test the true impedance of a delivered shock. The rv lead remains in service.